Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed, upon patient¿s request. The patient had been implanted for 22 months. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
An elective explant of the evoke scs system was performed at the patient¿s request. The evoke scs system was confirmed to be functioning as intended prior to the explant.